Manufacturer narrative:
During the device evaluation, the reported shavings could not be duplicated. However, the bur guard was found to have a loose fit, which may have caused the reported debris to fall from the bur guard.

Event description:
It was reported that during a surgical procedure at the user facility, small metal fragments were coming out of the bur guard and possibly entering the surgical site. Back-up equipment was used to complete the procedure. No clinically significant delay and no medical intervention were reported. Any metal fragments would have been removed from the surgical site and it was reported that there was no harm to the patient.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Device not returned at this time.

Event description:
It was reported that during a surgical procedure at the user facility, small metal fragments were coming out of the bur guard and possibly entering the surgical site. Back-up equipment was used to complete the procedure. No clinically significant delay and no medical intervention were reported. Any metal fragments would have been removed from the surgical site and it was reported that there was no harm to the patient.